Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 516 mg/dl. The cause of bg was unknown. Customer addressed bg with a manual injection. Reportedly, customer discussed event with a clinical diabetes specialist.